Event description:
Caller reported advantage glucose result of 134 mg/dl, professional result of 32 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the 9900 system locked up during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.